Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infections, bowel problems and recurrence. The plaintiff also experienced intrinsic sphincter deficiency and urinary incontinence. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR# 2183959-2015-00485.